Manufacturer narrative:
(B)(6).

Event description:
The customer reported a technical malfunction (black screen). The screen is black, but the device works properly in the background. Requesting on-site service. It is unknown if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported. Further information has been requested. The customer requested for on-site service. Further information is pending.

Manufacturer narrative:
Per manufacture information this issue was identified while outside of clinical use. No patient harm or user impact reported. A philips field service engineer (fse) evaluated the ventilator and confirmed the reported problem. Per the fse the user interface lcd was replaced, and the issue was resolved. The replaced part has not been received for internal component analysis at this time. If the part is received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
The resolution was to replace both the user interface printed circuit board assembly (ui pcba) and liquid crystal display (lcd). The field service engineer performed performance verification testing and the device was returned into service.